Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc clinical chemistry analyzer. Upon two service visits, it was confirmed the fse replaced the cuvette wash manifold to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the unicel dxc 600i synchron access clinical system generated erroneous patient results for multiple analytes which includes bun (blood urea nitrogen), gluh (glucose) and tbil (total bilirubin). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer provided a verbal example of false patient results.